Event description:
The reporter stated the surgeon was inserting a 4.0 diopter aq5010v silicone three piece lens and the haptic broke off. There was no patient contact or injury. Another same model lens was implanted. The reporter stated the surgeon felt the injector was the cause of the lens damage. The injector plunger broke while the lens was being inserted.

Manufacturer narrative:
Conclusions: based on the complaint history, possible root causes for lens tears include both delivery system issues and handling errors by the customer. Investigation of the root causes of lens tears, were addressed in a CAPA opened in (B)(4) 2005 (which was subsequently closed). The CAPA addressed delivery system issues including all stages of manufacturing of the injectors and cartridges. Processes were reviewed and revised as opportunities for improvement were revealed. The CAPA also addressed handling errors. All injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. (B)(4).

Manufacturer narrative:
(B)(4) - no consequences or impact to patient, haptic(s), broken, injector damaged lens, plunger broke. (B)(4). Lens not returned.